Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads implanted from the same lot. It was reported the patient was not receiving effective stimulation coverage and was experiencing uncomfortable stimulation due to lead migration. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed and replaced. The patient is now receiving effective stimulation coverage and the issue is resolved.